Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(6), alleging that the subject meter has a line through the centre of the display when test strips are inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.